Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned treatment procedure was completed after the system restarted with only a delay of about 10 minutes. The customer did not request philips service for this event. A philips field service engineer (fse) supported calling the customer and getting the information. Based on the information provided by the customer, the issue was caused due to operation problems. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not perform exposures. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.